Event description:
It was reported to philips that system unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and found that cath lab power on failure. Upon troubleshooting, fse found that power failure occurred due to an issue with the ups caused by electrical backout. To resolve this issue, hospital team checked the power source and found defective ups and fix the ups. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.